Event description:
It was reported, that an unspecified message to change the transmitter occurred. Data was evaluated and the allegation was confirmed, as a transmitter failed error was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of an unspecified message to change the transmitter is reportable, based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl- (B)(4). 3191 - patient was unable to identify device issue. Therefore, a more specific code could not be selected.